Event description:
It was reported that the log file contained low speed operations, low speed hazards, driveline faults, and a high motor current. There was also a significant increase in pump power. The alarms resolved once the patient was swapped to battery power. The patient's driveline (dl) repair was canceled due to a severe twist discovered in the driveline, 2 inches from the exit site. The repair would not remove the dl twist so the patient will remain on a no ground cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
The patient was discharged on an ungrounded cable and listed for transplant. On 22jan2022 through 29jan2022 log files displayed intermittent elevations in power and flow and a decrease in average pulsatility index (pi). The healthcare team suspected possible thrombus but there were no clinical symptoms showing the likelihood of thrombus. Lactate dehydrogenase was in the low 400's and trending down, and there was no tea-colored urine. The nurse reported that when the patient moved to a certain position the high flows and high powers increased transiently. It was reported the patient underwent a heart transplant on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low speed events. Based on prior complaint experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this behavior could be indicative of an issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation. Evaluation of the submitted log files also confirmed transient elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. In addition, the report of a severe twist in the driveline and suspected thrombus could not be confirmed through this evaluation. The submitted log files captured low speed events on 16jan2022 with associated low speed hazard and low flow alarms. These events were accompanied by an elevated pump power resulting in high motor current flags and driveline fault alarms. The associated voltage levels indicated that the events occurred when the system was powered by a power module. All of the alarms appeared to resolve when the patient switched to battery power. Additional transient elevations in pump power and flow were captured between 22jan2022 and 29jan2022. The majority of the elevations appeared to be associated with pulsatility index (pi) events. The patient was ultimately transplanted on (B)(6) 2022. Multiple attempts were made to obtain additional information from the customer regarding the event and the device return status; however, no additional information was provided. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 1 of the IFU, "introduction¿, lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Section 1 of the IFU also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿ which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.